Manufacturer narrative:
On 1-apr-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the dilator broke. It was reported by the caller, that during a procedure, the dilator broke off into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium while the physician was trying to go transeptal. To troubleshoot the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, the issue resolved and the procedure was continued. There was no patient consequence.

Manufacturer narrative:
On 2-apr-2024, the lot number was received. As such, field d4. Lot has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the dilator broke. It was reported by the caller, that during a procedure, the dilator broke off into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium while the physician was trying to go transeptal. To troubleshoot the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, the issue resolved and the procedure was continued. There was no patient consequence. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed that the hub of the dilator was found detached; however, the hub was not returned. For this type of failure, a supplier manufacturing investigation was requested, and the investigation result determined that this issue is not related to the manufacturing process since evidence of good manufacturing practices was found. A device history record was performed for the finished device batch number, and no internal actions were identified. The dilator broken issue reported by the customer was confirmed. The potential cause of the hub detachment could not be determined, it could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: slowly remove or insert the dilator or other devices. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).